Manufacturer narrative:
A partial lead with the connector end measuring 12.6cm (outer coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received. Concomitant medical products: accent dr rf pacemaker, tendril sdx lead.

Event description:
Related manufacturer reference number: 2017865-2019-14091, 2017865-2019-14092. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.